Event description:
The cordless drive 3 was sent for evaluation due to continuing to run on its own without user activation. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the trigger magnet became detached and was the primary cause of the run-on.